Event description:
During elective cardiac catheterization, during catheter exchange, the guidewire perforated through the side of the jr4 catheter, approx 2.2cm proximal to the distal end of the catheter. Both the catheter and wire were able to be removed intact and there was no harm to the pt.